Manufacturer narrative:
Continuation: product ID 3889-28 lot# va1gfe3 serial# implanted: 2017-(B)(6) explanted: product type lead UDI#: (B)(4) ubd: 2021-(B)(6): due to imrdf harmonization, previously submitted device, method, result, and conclusion codes related to this event were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer; the patient reported her stimulator turned off by itself a few months ago and since then the patient had to turn their settings up higher and higher in order to feel it. There was no trauma or event reported related to the issue. Patient reported she was told by healthcare professional (hcp) on tuesday, (B)(6) that her lead wires weren't functioning and there was a break or a fracture in the lead. The hcp had to take certain programs out of the programmer because they were not working. Patient usually uses program 1 but now patient has to turn stim up very high and she can barely feel it. The patient stated she used to be able to feel stim down to her toes but no longer can since august 2018. The hcp reinstalled new programs but patient stated therapy is still not working and that she has to have stimulation up very high in order for her to feel it and t hat is different from before. The patient was advised to continue working with their hcp and a message was sent to the manufacturer¿s representative who planned to contact the hcp. On 2018-sep-10 the rep stated the last they heard, the patient was planning on seeing clinician in the clinic. No further details were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1gfe3, implanted: (B)(6) 2017, product type: lead. Product ID: 3037, product type: programmer, patient h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Device code c63124 applies to lead (lot# va1gfe3) only. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the patient's bladder symptoms returned so they checked the device and discovered the ins was off; this occurred on (B)(6) 2018. Patient also experienced back pain and some [illegible] pain when an impedance check was performed. During the impedance check, it was shocking them on their lower right side of their body (back and leg); that occurred in (B)(6) 2018. It was also reported that the battery depleted normally. The ins was turning off and electrodes 1 and 3 showed >4000 ohms; the patient recovered with sequela. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the patient family friend reported that the patient the patient would experience loss of therapy and pain, they clarified the problems and loss of therapy to mean the patient was highly constipated, couldn't get out of bed and couldn't eat. It was noted that the patient uses p3 or 4 up to 6.5 and will experience localized back pain. The patient stated she will change between programs and get relief for about a week then her symptoms would return. The patient saw their doctor on november 5 and was adjusted around the broken parts of the lead. The patient stated she could feel stimulation on the programs, but she will only have therapeutic results for about a week before her symptoms return. She stated she was adjusting her programs the night prior and the programmer was being finnicky/not turning on and her stimulation shocked her. Patient services reviewed programming considerations and offered to review patient programmer instruction, but the patient declined troubleshooting. No further details were reported at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that yesterday, the patient had a ¿flare up of bladder pain,¿ and they confirmed that this was a sudden return of their target symptoms. They went to check their therapy using the programmer (pp) and discovered that the stimulation had been turned off. They turned stimulation back on to resolve the therapy issue. The patient wanted to know what could possibly turn off the stimulator because they did not remember turning it off. The patient had a surgery (unrelated to their device) two months ago and thinks they may have turned off the ins for the surgery, but they weren't sure. Pp buttons and functionality were reviewed, and the patient stated that they would monitor their therapy and pay attention to the buttons they were pressing. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed no significant anomaly and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reporting that patient had an ins replacement 2018-nov-29. It was noted that the replacement was due to the ins seeming to turn off by itself. The patient would feel stim shut off and then when they check it with the programmer, the ins was off. Patient was also getting back pain and shocking at the ins location. Furthermore, the patient's previous healthcare proffessional (hcp) stated that conact 0 and 3 were electrode failures and lost efficacy. There were no falls, trauma or emi related. After ins was replaced, there was perfect motor response and impedances were good so the lead was not changed out. No further complications were reported or anticipated.